Manufacturer narrative:
Correction: this report is being filed to correct the type of reportable event. (B)(4); upon receipt at our post market quality assurance laboratory, detailed analysis noted melted metal arc marks midway on the high voltage (hv) coil approximately 388-390 millimeters from the terminal pin. It appears that at/or post explant the device was left on, with the electrode still connected to the header, with the hv coil in close proximity to the device can. The device delivered a shock, causing arcing between the hv coil and the device can. Continuity testing determined the lead was electrically continuous. The allegations relating to oversensing of noise, varying r-wave morphology and inappropriate shocks could not be confirmed through laboratory analysis.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to t-wave oversensing and varying r-wave morphology. The patient was seen in the clinic and noise could be recreated through testing so the sensing vector was reprogrammed. Additional information provided from the field indicated that the electrode was explanted as the patient received another inappropriate shock. There was no therapy exhaustion noted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, detailed analysis noted melted metal arc marks midway on the high voltage (hv) coil approximately 388-390 millimeters from the terminal pin. It appears that at/or post explant the device was left on, with the electrode still connected to the header, with the hv coil in close proximity to the device can. The device delivered a shock, causing arcing between the hv coil and the device can. Continuity testing determined the lead was electrically continuous. The allegations relating to oversensing of noise, varying r-wave morphology and inappropriate shocks could not be confirmed through laboratory analysis.

Event description:
Boston scientific received information that this patient received an inappropriate shock due to t-wave oversensing and varying r-wave morphology. The patient was seen in the clinic and noise could be recreated through testing so the sensing vector was reprogrammed. Additional information provided from the field indicated that the electrode was explanted as the patient received another inappropriate shock. There was no therapy exhaustion noted. No additional adverse patient effects were reported.